Manufacturer narrative:
Continued e.1 postal code: (B)(6). Clarification to d6a implant date: patient was implanted with this device for 7 years. Continued e.1. Phone number: (B)(6). Article citation: jaeger m, randquist c, gahm j. Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Plast reconstr surg glob open. 2026 mar 26;14(3):e7513. Doi: 10.1097/gox.0000000000007513. Pmid: 41907089; pmcid: pmc13021236. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: bia-alcl , no histopathological markers of cd30+ or alk- were provided. Seroma noted, part of bia-alcl diagnosis. Additional contributing authors: charles randquist, md. Victoriakliniken, stockholm, sweden. Jessica gahm, md, phd. Victoriakliniken, stockholm, sweden; department of molecular medicine and surgery, karolinska institutet, stockholm, sweden.

Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "seroma¿ and "positive bia-alcl". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the right side. Device has been explanted. This article involved a 37-year-old patient.